Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not available for evaluation. Post-operative images from index level surgery revealed the implant was used in an off-label technique. It is was used in a two-level standalone approach which does not match approved indications. The information provided does not indicate an implant failure as the cause of the revision surgery. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery to remove and replace aerial implants due to patient pain.